Manufacturer narrative:
Return of product has been requested. Product has not been returned. A lot number was provided by the reported and a lot check has been performed with no other cases identified. Full product evaluation will occur upon receipt of the returned product.

Event description:
Brush head broke off while brushing , metal tubes came loose in mouth [device breakage]. No adverse event. Case description: a (B)(6) male reported that while brushing with an oral-b rechargeable toothbrush, version unk two oral-b flexisoft brush heads were broken, brush head broke off while brushing, one brush head had metal tubes come loose in mouth. No symptoms developed.